Event description:
Stapler left pink residue (fuzzy) at staple line during surgery. Per md, it appeared to be bits of plastic on the staple liner, many of them 0.5mm or less. Pt discharged home. Second stapler within 14 days.